Event description:
Resident was unable to sit still in whirlpool cahir. Slid out of chair and caught self with belt under arms and underneath neck. Resident unresponsive and blue in color. Had to cut belt off chairdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - human factors. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.